Manufacturer narrative:
(B)(4).

Event description:
Procedure type: endoscopical hernia reparature. According to the reporter: the balloon burst in the stomach of the patient and it was retrieved. A new balloon was used. There was no extension of operative time, no blood loss, no extension of incision, and no loss or damage to tissue. No patient injury was reported.